Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient's pump was explanted due to an infection on (B)(6) 2017. The area of the infection was noted to be the pocket and no other symptoms were reported. While the event date was stated to be unknown, the infection was associated with the implant of the pump [(B)(6) 2016].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.